Event description:
This system was removed due to erosion, hematoma and necrosis. The exact explant date is unknown. The new system was implanted on (B)(6) 2012. The hospital retained the explanted devices. Should additional information be received, this file will be updated.